Manufacturer narrative:
(B)(4).

Event description:
While he was onsite for an unrelated issue, the customer complained to the field engineering specialist (fes) about questionable ions selective electrode (ise) results that they had obtained prior to his service visit. The customer could only provide data for 1 patient sample tested for ise indirect na, k, ci for gen.2 on a cobas 8000 cobas ise module (double). Of that data, only the sodium result was a reportable malfunction. The initial sodium result was 132 mmol/l with a repeat result of 141 mmol/l. The erroneous result was released outside of the laboratory. There was no adverse event. The repeat result was deemed to be correct and a corrected report was issued. The sample had been aliquoted by a modular pre-analytics system, but the customer confirmed there was no issue with the mpa system. The sodium electrode lot and expiration date was requested but was not provided. The fes was unable to find a root cause. He inspected the system and found no restrictions or blockages within the sipper movement. He performed ise checks and no issues were experienced. The customer stated that they are having no further problems with the ise.